Event description:
It was reported an issue with optilene suture. The client reported that, faced repeatedly needle thread detachments for optilene cv in the package. No further information has been received.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample, but a picture showing two closed samples with one of the two needles in each detached from the thread. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account the picture received and that there is one previous confirmed complaint of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples in picture received and the samples in previous complaints did not fulfil the european pharmacopoeia/b. Braun surgical specifications, we conclude that this complaint is confirmed as well. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.